Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed. The c and d cable had a short. The root cause was unable to be identified. The damaged belt did not result in adverse event.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.